Event description:
When a laparoscopy procedure was completed, operating room personnel found a burn mark on the surgical drape. The burn was at a spot where the flexible part of a fiberoptic light cable was resting during the case. No injury was reported.